Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform was displaying an error message user advisory (ua) 45 (not at "home" position after power-on/restart). The customer was able to clear the error message with the help of zoll (B)(4) tech support and the platform could perform compressions without any issues; however, the error message would appear when they power cycle the platform. No patient was involved.

Manufacturer narrative:
The reported complaint of the autopulse platform displayed ua45 (not at "home" position after power-on/restart) error message when the platform is being power cycle was confirmed during the review of the archive but not during functional testing. Analysis of the autopulse platform revealed no problems with the platform which may have contributed to the reported complaint. Following service, including adjustment of the detect switch position of belt clip and battery lock clip, the platform passed all testing criteria. Visual inspection was performed and the detect switch position of belt clip and battery lock clip was observed to be out of position, unrelated to the reported complaint. It appear to have been caused by normal wear and tear. The autopulse platform was manufactured on 12/10/2011 and it is almost 7 years old. Functional testing was performed and the platform was subjected to the run_ in test using the 95% patient test fixture (large resuscitation test fixture) and did not observed any of the user advisory or fault occurred, thus unable to replicate the reported complaint. A review of the autopulse's archive was performed and it shows ua45 error message occurred on the reported event date of (B)(6) 2017, thus confirming the reported complaint. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse serial number (B)(4).